Event description:
It was reported that the fiber was found to be damaged upon opening of the packaging. A red light was emitting from fiber about half the length down the fiber, and there was no energy being emitted from the distal tip. The case was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. It is probable that manipulation during set up contributed to the break. According to the instructions for use (IFU), bending the fiber in sharp angles may result in fiber damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was found to be damaged upon opening of the packaging. A red light was emitting from fiber about half the length down the fiber, and there was no energy being emitted from the distal tip. The case was completed with a second fiber. There were no patient complications.